Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Company representative reported a patient experienced the events of ¿rupture¿, ¿frequent/daily pain and hardening classified as grade baker IV indicating severe and painful contracture with anatomical distortion¿, ¿breast of left side had a greater volume, engorged veins, pain at palpation and manipulation, negative areolar expression and hyperemia in the skin of left side¿, and pathology noted ¿fibrosclerosis and simple adenosis in both sides¿ the left side device remains implanted.

Manufacturer narrative:
Reason for reoperation: rupture. Further information is not available. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient representative reported rupture on an unknown side. The device remains implanted.